Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the coil delivery wire was kinked/bent. Procedural fluids were noted in the introducer sheath. The main coil was stretched and broken/fractured near the main coil junction. The distal tip was damaged. During functional test, the main coil could not be advanced through the introducer sheath following flush. It is probable that procedural or anatomical factors encountered during the procedure contributed to the reported event. Therefore, an assignable cause of procedural factors has been assigned to this investigation.

Event description:
Based on the investigation of the returned product (subject device), it was found that the main coil was broken. There were no clinical consequences to the patient.